Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. Visual and tactile inspection revealed no issues were noted with the hypotube shaft, and there was stretching to the outer lumen with the inner lumen detached from the tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. Microscopic examination identified that the inner lumen was detached proximally to 10.3cm from tip of the device. Inner lumen was bunched at 19cm from the port exchange. A microscopic examination of the proximal and distal marker bands did not identify damage to the marker bands. The distal section of the inner lumen was situated at 10.3cm from the distal tip resulting in the marker bands displacement. No other issues were identified during the product analysis.

Event description:
It was reported that marker band misalignment occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. The physician observed that the balloon protector was more difficult to remove than was usual. When the physician attempted to advance the balloon, it felt flimsier than expected and upon inspection, it was noted that the fluoro markers were not aligned with the balloon. The device was removed, and the procedure successfully completed with an alternate device. There were no patient complications.

Event description:
It was reported that a marker band misalignment occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. The physician observed that the balloon protector was more difficult to remove than was usual. When the physician attempted to advance the balloon, it felt flimsier than expected and upon inspection, it was noted that the fluoro markers were not aligned with the balloon. The device was removed, and the procedure successfully completed with an alternate device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.